Event description:
A nurse reported that a glaucoma filtration device caused a patient's intraocular pressure (iop) to rise over 70 mmhg. The pressure would not decrease and would form a bleb. The surgeon removed the device. Additional information has been requested.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).